Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease, toxicity, death. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging liver disease, toxicity, death. No medical intervention was specified by the patient. No additional information can be requested at this time. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer inspected the device powers on and provides airflow. A tobacco-like odor was observed during therapy confirmation. During review of the error logs, manufacturer's determined the device was likely reset prior to manufacturer's receipt due to having 8147.7 machine hours and 0 blower and therapy hours. There were no errors logged, and care orchestrator data was not available for download. During the investigation, manufacturer's observed: an unknown contaminant was observed on the filter flip floor, rear panel, and blower box outlet. A dust-like contaminant was observed on the blower box inlet, top enclosure, front panel, bottom enclosure, blower, blower seal, and blower box a yellowish-brown tinted discoloration was observed on the blower box inlet, top enclosure, front panel, rear panel, bottom enclosure, and blower box. Keratin-like substance was observed on the blower box outlet. (B)(4) (v01) addresses the issue of keratin. A tobacco-like odor was observed coming from the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and are consistent with being from an external source. Device serviced by 3rdp?, device avail. For eval? , date returned, device eval. By mfg?, box h: problem code grid, patient outcome code grid, evaluation method code, evaluation results code and conclusion code grid has been updated.